Event description:
The reporter indicated the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, diopter -9.0 into the patient's right eye (od) on (B)(6) 2022. The surgeon reports low vault and residual ametropia. Reportedly, the lens remains implanted.

Manufacturer narrative:
Weight, ethnicity, race: unk. Date of event: unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim# : (B)(4).